Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted and never used. At the initial implant procedure for this lead, there was a perforation, and as a result the patient went into cardiac tamponade. This resulted in CPR and intubation. As a result of the complications, the implant procedure was abandoned for the day, and the patient went into intensive care for the evening. The patient recovered and the implant procedure took place the following day. To date, there have been no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
The lead was never used. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the complete lead was returned, and there was clear medical adhesive (ma) which was torn or separated from the eptfe (gore) at the proximal end of the spring electrode and the proximal spring stretched at this point. The clinical observations could not be confirmed, the extended helix measured and is within specifications.